Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 500 mg/dl with diabetic ketoacidosis. Reportedly, the patient remained hospitalized at the time of the call and received unspecified treatment via their healthcare provider (hcp). It was reported that there were no recent changes made to the pump settings but the patient¿s hcp. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery and history totals matched the patient¿s programmed settings and that all were recorded as programmed. It was determined by cts that the bolus settings in the patient¿s pump were incorrectly programmed. This complaint is being reported because the patient allegedly experienced a serious bg excursion due to use error in incorrectly programming their bolus settings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available recorded total daily dose values added up to accurately reflect the user programmed basal rates. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully. A 10 unit normal bolus and audio bolus were performed and delivered accurately. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared discolored.